Event description:
It was reported that pump battery depleted too quickly, with caller noting high daily battery loss despite normal use and no activities that typically caused faster battery drain. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to fully charge battery and, after follow up confirmed continued rapid depletion, technical support arranged replacement pump while customer continued using current pump.